Event description:
Boston scientific received information that the right ventricular (rv) and defibrillator exhibited oversensing of the p waves that resulted non sustained ventricular tachycardia (vt) in pacing inhibition. It was also noted that the pacing impedance measurement had been decreasing for approximately 10 months and was now out of range at 160 ohms and the threshold measurement had increased significantly to 1.75 millivolts. It was also noted that the patient has a left ventricular assist device implanted. No changes were made to the system at the time and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the other manufacturer defibrillator was explanted over 4 years later for normal battery depletion and a cardiac resynchronization therapy defibrillator (crt-d) was implanted. At that time the rv lead remained implanted with low out of range pacing impedance measurements of 150 ohms. The crt-d was programmed to pace and sense in both the atrium and ventricle. Six months after implant of the new crt-d the clinic noted no measurements for the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and found that rv impedance measurements had been programmed off in the crt-d. The patient had experienced true ventricular tachycardia (vt) and received two anti-tachycardia pacing (atp) appropriately. Review of the episodes found appropriate sensing. The lead remains in service and no additional adverse patient effects were reported.